Event description:
It was reported that a merlin.net transmission showed several episodes of non-sustained lead noise that appeared as non-sustained vt episodes. The device was reprogrammed and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.